Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's trained diabetic alert dog alerted the customer of their rising blood glucose (bg) levels. The customer experienced a bg level of 455mg/dl and large ketones. Insulin via insulin pens was administered and water was consumed to address the bg and ketone levels. A supply change was performed resolving the occlusion alarm. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.